Event description:
This unsolved device case was received from united states on (B)(4) 2013 from a physician assistant via a sales rep. This case concerns a (B)(6) female patient who developed hematoma in the knee after receiving treatment with synvisc. No relevant medical history was provided. Past medications included use of two series of synvisc injections bilaterally. No concomitant medication or concurrent conditions were reported. On (B)(6) 2013, the patient received treatment with first injection of most recent series of synvisc injection, at a dose of 2 ml (route of administration and frequency not provided; batch/lot number: q12052 and expiration date: 31-aug-2015) into an unspecified knee for an unk indication. It was reported that the patient had some pain and swelling after this procedure. On (B)(6) 2013, the patient also had thyroid surgery. Later, on an unspecified date in (B)(6) 2013 (after unk latency), when the patient presented in the office for the second synvisc injection, there was a hematoma present in the same knee that had the swelling and the reporter was unable to clarify if the second injection was given in the knee with the hematoma. In (B)(6) 2013, the patient was administered "half does" of an intramuscular steroid (unspecified at the time of report) as advised by the general surgeon. It was reported that the reporter was unable to clarify if third injection was administered; however, physician assistant reported that at the time of this report the patient was "doing better" with less pain and swelling. Action taken: unk. Outcome: recovering/resolving. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2103: in this case the patient was administered synvisc for an unk indication . The role of synvisc can not be excluded for the occurrence of the event of knee hematoma, however lack of information regarding the previous medical history and the concomitant medications used by the patient precludes the complete case assessment.